Event description:
It was reported that 1 bd ultra-fine¿ pen needle was unable to deliver medication. The following information was provided by the initial reporter: patient's mother reports that at the moment of application the medication did not come out.

Manufacturer narrative:
Initial reporter phone# : (B)(6). Initial reporter zip code : (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot.

Event description:
It was reported that 1 bd ultra-fine¿ pen needle was unable to deliver medication. The following information was provided by the initial reporter : patient's mother reports that at the moment of application the medication did not come out.